Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with a rapid ventricular response (rvr). Which led to the therapy being exhausted. There is no evidence there were any actions taken for the device due to the electrocardiogram showing that this ICD is operating as programmed. The device remains in service. No additional adverse patient effects were reported.